Manufacturer narrative:
Corrected: additional MFR narrative to include investigation results. Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported urethral atrophy is a known risk associated with artificial urinary sphincter (aus) procedures and is noted as such in the ams 800 instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the ams 800 instructions for use (IFU) was reviewed. The patient symptom of urethral atrophy was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to remove an artificial urinary sphincter (aus) cuff due to atrophy. The 4.5cm cuff was removed and replaced with a 4.0cm cuff. No further patient complications were reported.

Event description:
It was reported that the patient had a surgical procedure to remove an artificial urinary sphincter(aus) cuff due to atrophy. The 4.5cm cuff was removed and replaced with a 4.0cm cuff. No further patient complications were reported.

Event description:
It was reported that the patient had a surgical procedure to remove an artificial urinary sphincter(aus) cuff due to atrophy. The 4.5cm cuff was removed and replaced with a 4.0cm cuff. No further patient complications were reported.